Manufacturer narrative:
Result: fowler clutch.

Event description:
It was reported by service report that the fowler motor allegedly drifts down flat with pt weight. No adverse consequences are reported.